Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a telemetry pt was being monitored and there was a 25 second signal loss. After the signal loss the nurses found the pt having a lethal arrhythmia that required immediate medical attention.